Event description:
A female pt complained to lifecor billing because she was receiving "adjust belt" messages and has not wore the device in almost three months. Customer support contacted the pt to analyze the problem. The pt did not want help over the phone. Support sent a pt service rep (psr) to the pt to re-fit and retrain the pt. The psr contacted support to report that both of the pt's garments were ripped and worn down. Also, psr stated that the pt was removing the electrode belt from the monitor. The psr exchanged the monitor and electrode belt as a precaution.

Manufacturer narrative:
Device manufacture date: monitor - 03/2006. Electrode belt- 04/2006. Device evaluation summary: device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The electrode belt was found to have a broken wire in the trunk cable. The driven ground wire was pulled into the outer insulation. This broken wire caused the "adjust belt" messages. The root cause of the broken wires appears to be misuse. There were cuts noted on the trunk cable. Also the cable looked to have been stretched. Both therapy electrodes were heavily creased and the front and rear had gel release probably due to heavy bending of the therapy electrode. The electrode belt was repaired, retested and restocked. The monitor had a noisy speaker. It was functional otherwise. It was repaired, retested a restocked. The cause of the defective speaker was probably due to damage to the alarm clip caused by heavy patient use. The electrode belt trunk cable was fixed. No adverse event resulted from the electrode belt trunk cable. The patient received a replacement electrode belt and monitor.